Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The lot number was not provided by the customer. All information reasonably known as of 18-feb-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint: (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported via FDA medwatch / FDA user facility report MDR report key (B)(4) the following information: "on [redacted date] an enteroflex nasogastric was placed. Placement was confirmed via x-ray. An order was placed that the line was okay to use. The nasogastric tube (ngt) was used to administer enteral feedings as well as medications. On [redacted date] upon transfer of the patient to the intensive care unit, it was discovered that the inner stylet was still in place in the nasogastric tube. Placement was confirmed again via x-ray, and the inner stylet was removed without difficulty. The concern we would like to voice is with the design of the tube. The inner stylet is the same color as the rest of the visible tube itself, so there is no visual indicator the stylet needs to be removed. It also allows for enteral feedings and medications to be administered freely without difficulty." There was no reported injury.